Manufacturer narrative:
The current instructions for use contains the following: "precautions: a tooth that has been previously traumatized or significantly restored may be aggravated. In rare instances, the useful life of the tooth may be reduced, the tooth may require additional dental treatment such as endodontic and/or additional restorative work, and/or the tooth may be lost." No root cause provided. Align's clinical review indicates that the most recent scan identified that the missing tooth was #25 rather than #24. The initial panoramic radiograph demonstrated an atypical nerve canal appearance with increased radiolucency and irregular canal walls. Buccal gingival recession was noted on the affected tooth. Treatment records show that the tooth underwent three prior orthodontic movements associated with aligners 38, 15, and 13, for a cumulative total of 66 aligners. There is no conclusive evidence provided that supports or opposes whether the invisalign system caused or contributed to the reported permanent damage. Based on the available information, the patient had permanent damage, and the invisalign system was being used. Therefore, an MDR will be filed in the united states per 21 cfr 803. There is no conclusive evidence to confirm the date of the event, and the date (b3) is based on the timelines reported to align and compared to patient information.

Event description:
The treating doctor reported that the patient had symptoms of loss of a tooth (treating doctor said tooth #24, however, in the most recent scan shows tooth #25). No additional information is available at this time. Attempts to obtain additional information about the event were unsuccessful.